Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The customer's address is unknown. (B)(6) USA has been used as a default.

Event description:
It was reported while testing for sars cov-2 a discrepant result was obtained. There was no report of patient impact. Eua (B)(4) the following information was provided by the initial reporter: " it was reported that customer received a wrong test result via the veritor at-home test kit. "

Manufacturer narrative:
H.6 investigation summary: bd quality performs a systematic approach to investigate discrepant result complaints. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The product instruction for use (IFU) warnings & precautions state, ¿do not attempt to determine test results visually. Only use the scanwell health app, on a smartphone, to determine test results.¿ the root cause was traced to user - failure to follow instructions. A trend analysis for discrepant result was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing for sars cov-2 a discrepant result was obtained. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: it was reported that customer received a wrong test result via the veritor at-home test kit.